Manufacturer narrative:
Returned product consisted of a maverick 2 balloon catheter. The balloon was tightly folded. There was contrast in the inflation lumen. The outer shaft, inner shaft, balloon and tip were microscopically examined. The hypotube shaft was completely separated 64 cm from the tip. The fracture faces were oval as if kinked prior to separation. There were numerous hypotube kinks. There was tip damage. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The 18mmx1.6mm , 75% stenosed target lesion was located in the moderately tortuous and calcified left anterior descending (lad) artery. A 2.00mm x 20mm maverick²¿ balloon catheter was advanced to dilate the lesion. However, the shaft fractured 20cm from the patient. The device was simply removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that shaft break occurred. The 18mmx1.6mm , 75% stenosed target lesion was located in the moderately tortuous and calcified left anterior descending (lad) artery. A 2.00mm x 20mm maverick²¿ balloon catheter was advanced to dilate the lesion. However, the shaft fractured 20cm from the patient. The device was simply removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.